Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was removing or adding insulin during and/or outside of the load sequence. Technical support instructed customer not to change insulin levels after loading the cartridge onto the pump per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was approximately 300-325 mg/dl.